Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The insulin pump had been in the customer's pocket and buttons may have been pushed down. Furthermore, customer stated he had been working and sweating all day while pump was in his pocket. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.